Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the plastic straw on tunneling rod was partially slid off of the tunneling rod and was pinched so tightly that when they tried to slide it down or slide it off to attach the tip the straw broke. Attempted to slide straw down the tunneling rod but it would not move so they tried to slide it off and it broke in 2 pieces. Revision kit used and the issue was resolved. There was no issue with the lead or anything else in the kit. Just the straw. The cause was not determined. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the straw broke prior to tunneling. Hcp tried to attach the tip and could not because a portion of the straw was slid past the tip and stuck. There was no possible way to use the tunneler.

Manufacturer narrative:
H3 analysis identified a damaged passing straw on the tunneling tool. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.